Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not yet received.

Event description:
It was reported that the patient presented upon developing an infection. The patient's full implantable cardioverter defibrillator system was explanted. The patient's health status post-procedure was not reported.